Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a prostatectomy procedure the surgeon put the device thru the trocar and then the surgeon pulled the device back out. Reinserted the device and then it was noticed that the cartridge was not on the device. The cartridge was found on the floor. Unk why the surgeon converted to open. No additional info is available at this time.